Event description:
It was reported that the disposable caused the pump to exhibit a "no disposable, clamp tubing" alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device unknown

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10:the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed.